Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during a set change. Blood glucose level at the time of the incident was 101 mg/dl. The customer reported that the no delivery alarms persisted after a set change. The customer was able to resolve the alarms by changing the reservoir. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.